Event description:
Additional information was received indicating that the patient was assessed by the surgeon, and the patient decided that the surgery was not worth the risks of surgery. Device diagnostics at this appointment were within normal limits. No additional relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not include details from patient¿s surgical consult. B6 relevant tests/laboratory data, corrected data: initial report inadvertently did not include diagnostics from the patient¿s surgical consult.

Event description:
It was reported that the patient has been experiencing discomfort at the vns leads. The patient was referred to the surgeon. Attempts for additional information have been made; no additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.